Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed the initial power up and communication failed. There were no significant event(s) in the error log(s). The technician recommends replacing the interface board. No repairs were performed. The device was not needed for inventory and was scrapped.